Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Obstruction inside the prosthesis was identified, preventing the progression of the guide wire. A new prosthesis was requested to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot cf1798642 involved in this complaint was not returned to cirl. With the information provided, a document-based investigation was conducted. Image provided appears to show damage/slight kinking to the 2nd porthole of the pigtail curl on the non tapered end of the stent. (B)(4) opened and related to this file as per additional engineering input 'the kink could have happened during the straightening of the pigtail by the user' document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number cf1798642 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1798642. It should be noted that the instructions for use (ifu0045) states the following: this device is used to drain obstructed biliary ducts. Do not use this device for any purpose other than stated intended use. There is evidence to suggest the user did not follow the IFU. As per engineering input ¿yes, this would be an off label use.¿ root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. As the stent is intended to be placed to drain obstructed biliary ducts, placement of the stent within the pancreas is considered off-label. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.